Manufacturer narrative:
Placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination / corrosion damage at connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced bleeding at insertion site of sensor and reported reoccurring sensor issues, received a change sensor alert. After removed the sensor noticed sensor bent. Customer also reported a loss of communication between the transmitter and the insulin pump. The event involved product(s) mmt-7040a, mmt-7040a, mmt-7841zn. Troubleshooting was performed for loss of communication and found that customer programmed the correct transmitter ID into the pump; however, the pump was communicating with transmitter, and customer had not received a sensor connected alert. Customer reports the transmitter did not blink when connected to the sensor. Transmitter was fully charged prior. Led light blinked when transmitter was disconnected from the charger and/or connected to tester but led light would not blink when connected to the sensor. Troubleshooting was performed for sensor alert and for bent sensor. Advised to customer that the sensor will be replaced. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-7040a. Mmt-7841zn was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.